Manufacturer narrative:
(B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that customer request for replacement of defibrillator plate cable as per philips safety warning (manufacturing date antecedent 8-2022). There was reportedly no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
H3 other text : the customer called and spoke with a philips remote service engineer (rse). Rse explained to customer that according to the customer letter, customer checks the manufactured date of paddle and do pre-checks as described in the customer letters.

Event description:
Philips received a complaint indicates that customer received (B)(4), indicating that external paddles may not be properly identified by an efficia dfm100 or heartstart intrepid monitor/defibrillator when connected to the device. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.